Event description:
Customer reported a female patient with a leg cast was itchy and had open wounds under the cast. The female patient was reportedly treated with an oral antibiotic and wet to dry gauze was applied. No further information was obtained.

Manufacturer narrative:
No lot number was provided and without this information it is not possible to determine the required information in these sections as to the manufactured date and/or expiration date.